Event description:
The patient's cardiac stent had become occluded in spite of being implanted only 20 days ago. The occlusion caused an acute mi. The patient was transported to cath lab. Where the following life saving measures were taking. The patient came of us with iabp, temp pacer, vent, and multiple drips ( epi, dopamine, heparin, reopro, lidocaine, ) with augmented pressure of 40. Cool mottled, dusky, and unresponsive. The dr. In unit and ordered calcium and bicarbx2, then came to check pt and pacer and found underlying rhythm with pacer paused to be v-fib and given shockx1 (200j) then levophed drip given with drip started. After about 20 minutes again in v-fib and shocked xi (300j) and vasopressin given. Intermittent pacer non-capture foretold of patient's impending death. The patient passed away on the table in 2006 at 1420.